Manufacturer narrative:
The investigation for the reported thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of thrombus could not be determined as the device was not returned nor sufficient clinical details. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Added- d6b, h6 impact code 4644.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella 5.5 device for mechanical circulatory support. During support, the team suspected a thrombus in the pump's inlet. The impella was repositioned. The patient had been given a high dosage of heparin. The patient remains on impella 5.5 support on the date of this report.